Event description:
Rec'd info alleging patient has experienced high bg's due to multiple pump alarms.

Manufacturer narrative:
No product has been returned for evaluation. Should new info become available a f/u MDR will be submitted.